Event description:
It was reported that a patient underwent a total joint replacement procedure on (B)(6) 2026 and barbed suture was used. Near the end of the case, the pa was closing the fascia and the distal tip broke off. The tip was recovered and the rest of the suture/needle and the fragment were passed off the field. Another suture was opened and the case was completed as expected. There was no patient harm and very minimal delay. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? The needle broke off in the patient, and it was immediately retrieved ¿ were x-rays taken to locate the needle piece(s)? There was no need for an x-ray since recovered by hand ¿ what measures were implemented to retrieve the broken piece? Broken piece was retrieved by instrument. ¿ was there any additional tissue damage resulting from the search for the needle piece? None. ¿ when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Upon use in the fascia layer of tissue in the patient. ¿ could you please clarify how many devices demonstrated the alleged deficiency during the procedure? One.